Event description:
It was reported that a pump has a system error 322. It was also reported there was no associated patient injury.

Manufacturer narrative:
(B)(4). The device was received to baxter and evaluation was performed. The reported system error 322 was reproduced during evaluation testing. The evaluation found the upper hook switch to be the failing. The upper auxiliary assembly will be replaced.